Manufacturer narrative:
Initial reporter information was not provided.

Event description:
Advocate stated customer received a control reading over 400mg/dl from the contour. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Control solution information was not provided and was not expected to be returned. New kit was sent to the customer.